Event description:
Physician was not able to detach two coils. He tried with another detachment handle without success. Both coils were retrieved form patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with mdrs 3005168196-2013-00253 and 3005168196-2013-00255.

Manufacturer narrative:
Results: both pusher assemblies still have the coil attached to the distal detachment tip (ddt), and the pull wires are still in the capture features. These observations are consistent with an undetached coil. The pet lock on the proximal end of both pusher assemblies is missing. Additionally, both hypotubes are broken, and the pull wires are not visible on the proximal end of the pusher assemblies. This damage is approximately 172.3 cm from the ddt. The pull wire was carefully removed from the hypotube and was in pristine condition. Conclusion: the complaint has been evaluated. The complaint states that the physician had trouble detaching two coils, and both coils were returned still attached to the pushers. These pushers are damaged on the proximal end of the hypotubes. The handle involved in this complaint was tested and actuated correctly, passing for both throw distance and pull force. The pull wire in this pusher was shown to be in pristine condition and produce action in the ddt to properly detach a coil. The damage to the proximal end of the pusher indicates that the physician initially had trouble detaching the coils and attempted to manually do so by pulling apart the proximal hypotube to access the pull wire. Unfortunately this was done improperly, and further hid the pull wire inside the hypotube. Since the pull wire in both pushers appears to be functioning correctly, failure of the coils to detach was likely due to patient anatomy. If a patient has excessively tortuous vessels, forward tension can build in the system and prevent coils from detaching. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00253 and 3005168196-2013-00255.